Event description:
It was reported that the insert was implanted and removed after surgeon damaged insert.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
PMA/510(k)#, as it was reported inaccurately on initial MDR. The patient is (B)(6) in height. An event regarding intraoperative damage involving a triathlon pkr insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated that there is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation. -device history review indicated all devices accepted into final stock met specification. -complaint history review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because the product was not returned for analysis.

Event description:
It was reported that the insert was implanted and removed after surgeon damaged insert.